Event description:
Customer reported when the nurse call cable is in use with the alarm, the nurse's station inconsistently. The reported issue was discovered during set up, but the date of event is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The unit sends signal to activate the red led at the nurse call test fixture when weight is removed form the sensor pad as expected. However, when the nurse call cable is wiggled the red led at the nurse call test fixture toggles on and off. Further invasive tests reveal units with the issue have nurse call receptacle failure. (B)(4).